Event description:
It was reported that a female patient underwent breast surgery with 595 mentor memorygel xtra breast implant and experienced unknown side asymmetry; diagnosed in the office the patient has consulted with the healthcare professional. As a result, the patient underwent bilateral replacement surgery with catalog number shpx650; serial number (B)(6) on the left side, and with catalog number shpx650; serial number (B)(6) on the right side on (B)(6) 2023. Impacted serial number: left serial number (B)(6), or right serial number (B)(6).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Lot 9507792: manufacturing date: 08 october, 2020. Expiration date: 15 october, 2025. Lot 9574884: manufacturing date: 15 may, 2021. Expiration date: 14 may, 2026. Reason for device explant and/or reoperation: asymmetry. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).